Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and main circuit board were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf188) indicating a safety assert system fault, total power failure events, and an error message (sf192) related to power to sensor board. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf192 was due to an intermittent connection and sf188 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.